Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).